Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, a facility representative reported via (B)(4) that an ar-9835 aspirating ablator probe tip detached inside the joint during a hip scope. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error likely due to prolonged ablation or vigorous use against bony tissue.